Event description:
Follow-up indicated that the fluid was unrelated to the device and the patient has recovered without sequelae.

Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not removed.

Event description:
It was reported to nevro that the patient developed seromas at the incision sites. The fluid was drained and there have been no reports of further complications regarding this event. The patient is currently using their device to find effective pain relief.